Event description:
Opticross catheter wound wire around when powered on. Catheter removed, intact, new device placed worked without problem. Diagnosis or reason for use: diagnostic heart catheterization.